Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-00816. It was reported the patient's leads had migrated. Surgical intervention took place wherein the leads were explanted but due to patient's anatomy the leads were not replaced. Patient was sent to a neurosurgeon for a paddle lead.